Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated that following a replacement, the patient's new device "had never worked as well as the first device," and the patient lost therapy after a reprogramming session. It was also stated the patient had two seizures. It was stated the patient was discussing the option of removing the device. Additional information has been requested. A follow-up report will be sent if additional information becomes available.